Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after performing the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which the caller understood and acknowledged.